Manufacturer narrative:
(B)(4). Bove m, de filippis r, ruggeri a, persiani p, calistri a, villani c. Anterior pain following knee arthroprosthesis. A comparison between two different capsule ligamentous suturing techniques, journal of orthopaedics and traumatology (2014), 10.1007/s10195-014-0314-y. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04197, 0001825034-2017-04204.

Event description:
In a journal article it was reported that 2 patients experienced external hyper-pression and pain during the first months after surgery.